Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and undersensing r-waves. The lead was capped and a new lead was implanted from the right side of the patient due to an occluded vein. No patient complications have been reported as a result of this event.